Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer stated the high and erratic results started about two weeks ago. The customer is concerned with test results obtained of 196, 145, 197, 46, 155 and 172 mg/dl. Customer stated when he obtained the result of 46 mg/dl he had been feeling fine and did not have any symptoms. Customer was not concerned with the result being low, only that it was part of the erratic results obtained. The customer¿s expected am fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 137 mg/dl date: 2/14 time: 10:12am fasting. Result 2: 196 mg/dl date: 2/14 time: 10:11am fasting. Result 3: 145 mg/dl date: 2/13 time: 10:18am fasting. Result 4: 197 mg/dl date: 2/13 time: 10:17am fasting. Result 5: 46 mg/dl date: 2/13 time: 10:15am fasting. Result 6: 155 mg/dl date: 2/12 time: 9:21am fasting. Result 7: 172 mg/dl date: 2/11 time: 10:03am fasting.